Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the delivery wire was kinked, the main coil was extending from the distal tip of the returned sl-10 microcatheter and was extensively stretched, the coil suture was damaged, and the main coil was broken/ fractured. The broken piece of the main coil was not returned. During functional testing, the sl-10 microcatheter was flushed and the coil was advanced out from the distal end of the microcatheter, some resistance was experienced. The reported complaint was confirmed based on damage noted to the returned device. The main coil had not detached but the main coil was broken. It was probable perceived to be detached. It is probable that there were anatomical or procedural factors present during the clinical procedure which caused the main coil to break. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during procedure while advancing the coil within the microcatheter, the coil (subject device) prematurely detached. The coil was removed with the microcatheter and the patient was re-cannulated. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure while advancing the coil within the microcatheter, the coil (subject device) prematurely detached. The coil was removed with the microcatheter and the patient was re-cannulated. There were no clinical consequences to the patient.